Manufacturer narrative:
Other device used: catalog #00784801200, kinective modular neck, lot #61133197 manufactured by zimmer inc., (B)(6). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain. Some metallosis was found on the femoral head and neck trunnion.